Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error. The customer had a high blood glucose level of 312 mg/dl and they treated it with an insulin pen shot and declined to troubleshoot for high blood glucose level. The troubleshooting was performed for pump error. The customer was assisted for self test and the test was passed. The customer was able to rewind the insulin pump. In addition to this customer also reports that when she try to turn on insulin pump she always get an unspecified error on it. The insulin pump will not be returned for analysis.